Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her husband is having problems with his sensor not registering high blood glucose. Customer indicated that they changed the infusion set and the sensor seems to be working fine. Customer wanted to document incident and report that his blood glucose was 500 mg/dl at the time of incident.